Event description:
It was reported that the pt experienced a loss of therapeutic effect. The implantable neurostimulator kept "popping out of it's pocket" and for the previous three weeks the pt had a return of symptoms. The pt was scheduled for a repositioning of the device on (B)(6) 2011. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).